Event description:
Reporter states customer tested 6.4 inr, >8.0 inr, >8.0 inr and 6.0 inr on the coaguchek xs system. Customer's coumadin was held 2 days based on the meter results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. On callback dated (B)(6) 2014, customer stated strips are no longer available for return as they have all been used. Device will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.